Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment and fell in pool. The customer also reported belt clip was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The pump was returned for cosmetic damage located at the battery compartment and moisture exposure found on jan 22, 2023. Pump passed the rewind test. However, unable to perform displacement test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Constant pump error 38 alarms noted during seating test. The pump failed the self test due to constant pump error 75. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 and pump error 75 were found in the pump history on 01/22/2023 at 12:34:29.000 and 01/22/2023 at 12:38:27.000 respectively. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor and motor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Cosmetic damage confirmed at the battery tube threads and case-corner of belt clip rails. Moisture exposure was confirmed at the electronic assembly, force sensor and motor. Pump error 75 was due to hardware error. Pump error 38 was confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.